Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation findings, the noisy image was likely caused by a stain within the light guide bundle, which likely resulted from a stress problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound bronchofibervideoscope exhibited that there were lines on the screen. There were no reports of patients¿ harm.